Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of mitral valve injury (tissue damage), worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the recurrent mr appears to be related to patients anatomy/procedural circumstances; however, a definitive cause for the reported tissue damage could not be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This event is filed for tissue damage. It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, treating functional mitral regurgitation (mr) of grade 2+. One clip was implanted and mr was reduced to grade 1. One day post procedure, transthoracic echocardiogram noted that the mr had increased to grade 2+. The implanted clip was noted to be well attached to the leaflets, with no signs of rocking or leaflet detachment. It was suspected that a volume overload combined with hypertension one day post procedure caused the increased mr. Medication was administered to reduce fluid volume and blood pressure. No additional intervention was performed. On (B)(6) 2018, the patient was re-hospitalized with dyspnea, pulmonary rales, weight increase, severe mitral regurgitation, and peripheral edema. Medication was administered and the patient condition resolved on (B)(6) 2018. Echocardiogram noted that, although the implanted clip was well attached to both leaflets, the anterior clip arm created a hole in the anterior leaflet. Mr jets were located beside the end of the anterior clip arm. No additional intervention was performed and none is planned. No additional information was provided.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was received, indicating that on (B)(6) 2019, a transthoracic echocardiogram was performed. The mitral regurgitation was noted to be grade 4+. Per study physician, the recurrent mr is related to the leaflet hole. The clip remains attached to both leaflets but is not functioning as expected. No additional intervention is planned, and the patient is being treated with medications. No additional information was provided.

Manufacturer narrative:
Device codes: 3190 not labeled. (B)(4). All the available information was investigated. A definitive cause for reported device operates differently than expected could not be determined.